Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported using cartridge for 3 or more days and loaded cold insulin into the cartridge. Tandem technical support informed the customer that this is off label per the user guide. Customer continued to use the current cartridge. Customer¿s blood glucose level was 110 mg/dl.